Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, occurred within the allowable range, and damage or deformation of the connector. Operation manual: inspection of the endoscopic system ·operation manual. Important information ¿ please read before use warnings and cautions. During the device evaluation, service found the charge coupled device (ccd) unit was damaged. In addition, the light guide tube had wrinkling. The suction cylinder and forceps channel port were shaved. Scratches were observed on the suction port, mouthpiece, and universal cord. There was dirt on the switchbox and scope cover. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a leak was observed upon inspection of the subject device before use. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed the endoscope image was blurred. This report is being submitted for the malfunction [blurred image] found during the evaluation.